Manufacturer narrative:
Follow-up # 1 correction: the alert date was inadvertently reported incorrectly and should have reflected 07/08/2013.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad responded intermittently to user input. The keypad cover was removed and contamination was found underneath all button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored and there was also two cracks on the battery compartment above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.